Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and button error due to moisture damage on the keypad traces. The display functioned properly with testing case. There was no frozen display and no moisture damage found on the electronic or motor assembly. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that the pump alarmed button error and it occurred right after the pump was exposed to moisture. The customer stated that she was sweating and the pump was attached to her waist band while she was running. The customer stated that there was no response from any of the buttons. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.